Manufacturer narrative:
The external soft cannula was found to be stretched and flattened. The soft cannula therefore measured longer than expected, 26.75mm in length, due to the damage to the soft cannula. Additionally, the unexposed part soft cannula was found to be damaged with a tear 14.97mm above the nailhead which also caused a leakage. It was determined that the internal and external cannula damage occurred as a result of the same event, however the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's blood glucose levels were reported to be 350 mg/dl. It was reported that a new pod was placed to resume treatment. The device was originally reported for leaking during wear. Analysis of returned device revealed that the cannula was damaged. The cannula appeared stretched and flattened and had a pin hole tear.